Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. The lead under complaint was not returned for analysis. The quality documents accompanying the manufacturing process for this lead were re-investigated. All production steps were performed accordingly. There was no indication of a material of manufacturing problem.

Event description:
It was reported that the ICD was explanted prophylactically approx. 48 months after the implantation during a lv lead revision. The ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.